Manufacturer narrative:
Medwatch field d4 was updated. In the initial medwatch, the statement regarding the alarm trace in h11 additional narrative should have been: "sample 1 and sample 2 were repeated on a cobas e 402 analyzer, and the results were 0.485 coi (non-reactive)." Instead of: "sample 1 and sample 2 were repeated on a cobas e 402 analyzer, resulting in non-reactive results. No exact values were provided." Per the labeled specificity claim of the assay: single false positive results can occur with the elecsys hiv combi pt assay. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv combi pt assay performs within specification.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hiv combi pt assay on a cobas e 411 analyzer (rack system). Sample 1: initial result: 1.07 coi (reactive). 1st repeat result: 1.14 coi (reactive). On (B)(6) 2026: sample 1: 2nd repeat result: 1.11 coi (reactive). Sample 2 (a new sample) was drawn from the patient and tested, resulting in an hiv combi pt value of 1.27 coi (reactive). Sample 1 and sample 2 were repeated on a cobas e 402 analyzer, resulting in non-reactive results. No exact values were provided. A viral load test was performed, and the result was undetectable. No exact result was provided.

Manufacturer narrative:
The hiv combi pt reagent expiration date was not provided. The cobas e 411 analyzer (rack system) serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.